Event description:
It was reported that a patient death occurred. It was reported that a farawave catheter was selected for use. During a persistent atrial fibrillation procedure, the patient went into ventricular fibrillation and ultimately passed away. After transseptal access was obtained and a reprocessed non boston scientific catheter was advanced, a small pericardial effusion was seen on ice at baseline. The team proceeded by advancing the non boston scientific catheter, performing mapping, then removing it and inserting the farawave pulse field ablation (pfa) catheter to begin pulsed field ablation. After the second pfa application, the patient blood pressure dropped. Ice imaging showed that the effusion had not changed from the initial baseline. A stat echocardiogram was brought in, which again confirmed that the effusion was unchanged and that there was no ventricular wall motion. Shortly afterward, the patient went into ventricular fibrillation, as seen on the recording system. Chest compressions were initiated. Each time compressions were paused, the patient blood pressure briefly improved before falling again. The patient continued to code for approximately an hour before passing away. The device is not expected to be return. No further information was provided.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. It was reported that a farawave catheter was selected for use. During a persistent atrial fibrillation procedure, the patient went into ventricular fibrillation and ultimately passed away. After transseptal access was obtained and a reprocessed non boston scientific catheter was advanced, a small pericardial effusion was seen on ice at baseline. The team proceeded by advancing the non boston scientific catheter, performing mapping, then removing it and inserting the farawave pulse field ablation (pfa) catheter to begin pulsed field ablation. After the second pfa application, the patient blood pressure dropped. Ice imaging showed that the effusion had not changed from the initial baseline. A stat echocardiogram was brought in, which again confirmed that the effusion was unchanged and that there was no ventricular wall motion. Shortly afterward, the patient went into ventricular fibrillation, as seen on the recording system. Chest compressions were initiated. Each time compressions were paused, the patient blood pressure briefly improved before falling again. The patient continued to code for approximately an hour before passing away. The device is not expected to be return. No further information was provided.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. Based on the investigation the reported allegation was unable to be confirmed. Device history record (DHR) review: a review of the device history record (DHR) could not be performed since the ship history review was unable to be completed, as the upn number was unknown. Risk review: a risk review performed for the farawave device confirmed that the event of pericardial effusion, ventricular fibrillation, hypotension and death are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Various harms could lead to the death of a patient, including, but not limited to arrhythmia; in this case, the exact cause of death remains unknown, although the severity is classified as 5 as the patient pass away. A pericardial effusion was identified early in the procedure following the use of a non-boston scientific catheter. Although the effusion was reported as unchanged, it may have contributed to the development of ventricular fibrillation and this arrhythmia ultimately contributing to the patient's death. No additional review is required at this time. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU contemplate the adverse events related to "pericardial effusion", "arrhythmia" and "death". There is no evidence that any updates to the document are required at this time. The "known inherent risk of device" cause code was selected based on the information provided within the event description. Pericardial effusion, arrhythmia and death are expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.